Event description:
New information received notes that ventricular under-sensing is reoccurring. No programming changes were made. There were no patient consequences.

Event description:
New information received notes that ventricular under-sensing is reoccurring. The ventricular under-sensing was due to the pacemaker's programmed sensitivity. No programming changes were made. There were no patient consequences.

Manufacturer narrative:
Correction: the correct event description of new information in section b5 should have been "new information received notes that ventricular under-sensing is reoccurring. The ventricular under-sensing was due to the pacemaker's programmed sensitivity. No programming changes were made. There were no patient consequences", rather than "new information received notes that ventricular under-sensing is reoccurring. No programming changes were made. There were no patient consequences." The correct d10 should have been MRI tendril lead only, rather than assurity MRI pacemaker and MRI tendril lead.

Event description:
It was reported that patient¿s right ventricle (rv) lead exhibited under sensing. No intervention or procedure was reported. The patient had no consequences.